Event description:
It was reported to the company that after a successful ci electrode array placement, the base of the drive unit was being removed from its fixation (2 self-drilling screws) on the skull and one (1) of the screw heads separated from the shaft during the removal. The surgeon then removed the screw shaft with a needle driver to unscrew it from the skull and was able to remove the screw shaft in its entirety. Surgeon completed the procedure successfully. The broken screw was returned to the manufacturer. No patient harm reported. Follow-up status on patient recovery and safe and effective use with implant will be monitored.

Manufacturer narrative:
Iotamoition is currently investigating.